Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied two photos showing an arterial catheter. Visual analysis revealed that the arterial catheter appears slightly bent/kinked. Manufacturing was consulted. They indicated that the slight bend in the catheter is a normal behavior of the catheter due to its material composition. This condition is not related to packaging as they have observed the same condition in catheters before the packaging process. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities. Do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations". The report of a kinked arterial catheter could not be confirmed through complaint investigation. The customer supplied photos revealed that the arterial catheter contained slight bending. Manufacturing indicated that the slight bending in the catheter is a normal behavior of the catheter due to its material composition. This condition is not related to packaging as they have observed the same condition in catheters before the packaging process. Therefore, no problem was found on the catheters in the customer photos. A device history record review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Physician reports the catheter is kinking during insertion and is softer than usual. The device was replaced. No patient harm reported.

Event description:
Physician reports the catheter is kinking during insertion and is softer than usual. The device was replaced. No patient harm reported.

Manufacturer narrative:
(B)(4). The customer returned one arterial catheter and lidstock for analysis. No signs of use were observed. Visual analysis revealed that the catheter contained snakelike bending across the entire extrusion. None of the bends are distinct enough to be considered kinks. It has been determined by r and d that this is not a defect as this type of catheter is thin, which results in the bending during manufacturing. The bending should not affect the functionality of the device. The catheter body length from the hub to the distal tip measured 6" which is within the specification limits of 5 13/16" 6 3/16" per the catheter graphic. The catheter body outer diameter measured .056" which is within the specification limits of .055"-.059" per the catheter extrusion graphic. The catheter body inner diameter measured .037" which is within the specification limits of .037"-.039" per the catheter extrusion graphic. A lab inventory guide wire with a diameter of .025" was inserted through the distal tip of the catheter. Little to no resistance was encountered. Performed per IFU statement "insert tip of spring-wire guide through introducer needle into artery. If catheter/needle assembly is used, remove needle and insert spring-wire guide through catheter into artery as described above. If 'j' tip spring-wire guide is used, prepare for insertion by sliding plastic tube over 'j' to straighten and advance spring-wire guide to required depth". This failure mode was discussed with the manufacturing and r & d engineers and it was determined that the catheters are slightly curved before they are placed in their trays due to their material properties; however, it has been determined that this is not a defect since the bending will not affect the functionality of the device. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use if package is damaged". The report of a damaged arterial catheter was not confirmed through complaint investigation. Visual analysis revealed that the catheter showed evidence of slight snake-like bending across the catheter body. None of the bends are distinct enough to be considered kinks. The catheter also met all relevant dimensional and functional requirements. Based on the customer report, the sample received, and the comments from r & d and manufacturing engineers, it has been determined that this is not a defect as the bending should not affect the functionality of the device. Therefore, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Physician reports the catheter is kinking during insertion and is softer than usual. The device was replaced. No patient harm reported.